Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump touchscreen was delayed in responding to touch. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the pump was reset and the and screen issue was resolved and insulin delivery was resumed successfully. Customer¿s blood glucose level was 160 mg/dl.